Event description:
It was reported that the stent moved on balloon occurred. Vascular access was obtained via the right femoral artery. The physician was performing angioplasty from a bifurcation left anterior descending artery (lad) to the left circumflex artery (lcx). The anatomy was mildly tortuous and moderately calcified. The 75% stenosed, 16x3.5mm and 14x2.75mm target lesions were concentric and de novo. After a 7f non-bsc guide catheter was engaged and a non-bsc guidewire crossed the lesion, predilation was performed with two 2.0mm x 10mm non-bsc balloon catheters, resulting in 60% residual stenosis. A 3.50mm x 24mm promus element drug-eluting stent (des) was advanced in the lad and a 2.75mm x 24mm promus element des in the lcx. During positioning of the 2.75mm x 24mm promus element des in the lcx, the stent moved on the balloon. When the 2.75mm x 24mm promus element des was being removed, the 3.5mm x 24mm promus element des also came out and was removed as a whole unit due to device interaction. The procedure was completed with non-bsc stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. The stent was detached from the delivery system and the entire length was damaged. The crimped stent od (outer diameter) was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body. Visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent moved on balloon occurred. Vascular access was obtained via the right femoral artery. The physician was performing angioplasty from a bifurcation left anterior descending artery (lad) to the left circumflex artery (lcx). The anatomy was mildly tortuous and moderately calcified. The 75% stenosed, 16x3.5mm and 14x2.75mm target lesions were concentric and de novo. After a 7f non-bsc guide catheter was engaged and a non-bsc guidewire crossed the lesion, predilation was performed with two 2.0mm x 10mm non-bsc balloon catheters, resulting in 60% residual stenosis. A 3.50mm x 24mm promus element drug-eluting stent (des) was advanced in the lad and a 2.75mm x 24mm promus element des in the lcx. During positioning of the 2.75mm x 24mm promus element des in the lcx, the stent moved on the balloon. When the 2.75mm x 24mm promus element des was being removed, the 3.5mm x 24mm promus element des also came out and was removed as a whole unit due to device interaction. The procedure was completed with non-bsc stents. No patient complications were reported and the patient's status was stable.